Event description:
It was reported that the customer experienced a blood glucose (bg) level of 29 mg/dl. Reportedly, customer initiated too large of a bolus which decreased their bg level. Customer consumed carbohydrates to address bg level. It was also reported that the customer experienced a elevated blood glucose (bg) level of "high"; although specific value not provided suspected cause was due to the customer¿s personal profile requiring adjustments. Bg level was addressed via correction injection. Customer updated their settings to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.